Event description:
Caller reported a sensor error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level reported. Technical support provided guidance on resetting the pump, and the customer successfully started a new sensor session without further issues.